Event description:
The 840 ventilatorstopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The hospital's biomed verified the malfunction, but could not duplicate the reported event. The biomed inspected the device and the unit passed extended selt testing. No parts were replaced.